Event description:
The customer reported that the device, aes-50s, arthroscopic energy 50° probe with suction, 13 cm, was being used during a hip scope procedure on (B)(6) 2025 when it was reported, ¿during hip scope case, doctor (name) used a conmed 50 degree probe (burner) and realized the tip broke off while inserted through the cannula.¿. Further assessment found the device was broken in the patient and fragmentation was retrieved through the incision portals. The delay time was 30 minutes for retrieval of fragmentation. Patient status is "normal, post op state". There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 77 complaints, regarding (B)(6) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that if any visual damage or defects are noticed during use, stop using the device immediately and replace the device. Use care when inserting into and withdrawing the probe from a cannula or tissue portal to avoid the possibility of damage to the devices and/or injury to the patient. Do not insert, withdraw or touch the active tip of the probe when power is being applied. This may result in an unintended surgical effect, injury, or device damage. Do not use the probe for mechanical displacement of tissue, damage to the probe may occur. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, aes-50s, arthroscopic energy 50° probe with suction, 13 cm, was being used during a hip scope procedure on (B)(6) 2025 when it was reported, ¿during hip scope case, doctor (name) used a conmed 50 degree probe (burner) and realized the tip broke off while inserted through the cannula.¿. Further assessment found the device was broken in the patient and fragmentation was retrieved through the incision portals. The delay time was 30 minutes for retrieval of fragmentation. Patient status is "normal, post op state". There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.